Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had air leakage. When the patient was intubated with a tracheostomy tube, there was an air leak from the inflation valve (blue part) over time. The event occurred in dec-2023. There was no patient harm/adverse event reported.

Manufacturer narrative:
On 31-jan-2024. H3 and h6 - evaluation codes: updated. Device evaluation: one used unit was returned for investigation. Under visual inspection the sample appeared to be in good condition. Functional testing confirmed the leak and the complaint. The pilot balloon was leaking from a cut. Based on the analysis conducted in the sample provided, this defect could have been caused after it left the manufacturing facility. Root cause cannot be associated with the manufacturing process since the failure reported could not be reproduced using the tools from assembly process. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No action taken. B3 and h6 - clinical code.

Event description:
Additional information: saliva dropped into patient trachea due to cuff leakage. Patient coughed and saliva was able to be aspirated from trachea.